Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. Visual inspection of the pneumatic block revealed water contamination. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower and an internal battery degraded warning alarm. The device was not in patient use when the reported event occurred.